Manufacturer narrative:
Returned clinical report forms indicated that the symptoms resolved on 12/17/96.

Event description:
A pt was treated on 12/11/96 to the nasolabial folds. The pt developed immediate swelling at the sites of treatment. Later that evening, erythema developed at the sites. On 12/12/96, the pt was seen with continuing symptoms. The physician believed she had developed a local infection perhaps due to the collagen injection or to an injection of local anesthetic which was administered prior to the treatment. He prescribed augmentin. Within 72 hrs all symptoms were resolved.